Event description:
Onq painbuster in use and upon removal, the tip appears to be frayed, possibility that tubing fragment is unaccounted for. Dates of use: 2009. Diagnosis or reason for use: post operative pain control.